Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that they just got back from the hospital and had a cardioversion to shock their heart back into rhythm. Patient stated that they put the ins into MRI mode prior to the appointment, but now their stimulator will not turn back on. Agent asked the patient if they tried turning down the settings before powering stimulation back on and patient said that they were on group a set at 5.0, but therapy will not turn on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that this is the second time this has happened, and they thought their doctor (hcp) contacted medtronic to make sure everything would be okay. Patient called back and stated information previously reported. Patient stated they have an appointment tomorrow at 9:30 with their physician and would like a rep present. Agent sent email to area reps to request they contact the patient.

Event description:
Additional information was received; it was reported the device had not been replaced as of (B)(6) 2026. The patient had to wait for their cardio clearance letter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.